Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location prior to patient use. The device had been filled with 4450mg fluorouracil in 230ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to b5: it was reported that a large volume folfusor leaked from an unspecified location prior to patient use. (Previously submitted as small volume folfusor) correction made to e3: occupation: other health care professional (previously submitted as pharmacist) additional information was added to h3, h4, h6 and h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which did not show evidence of leak. The photo showed a device contained inside a sealed yellow bag. The reported condition was not verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.